Event description:
Reporting rationale: malfunction. Reporting status: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the target lesion was the mid lad with mild tortuosity, moderate calcification, and 90% stenosis. The rx voyager balloon was inflated and ruptured at 10 atm. It was stated that the rupture occurred due to the calcification. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident info. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage duging mfg, materials, interactions with other devices, pt anatomy, lesion calcification, lesion tortuosity, or infufficient preparation prior to use. Reportedly, the lesion treated in this incident was moderately calcified, which could have contributed to mechanically damaging the balloon materials such that upon inflation, it ruptured. However, without a returned device for analysis a definite root cause for the balloon rupture could not be determined.